Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 alarm occurred on a homechoice (hc) device during fill two of seven of automated peritoneal dialysis (apd) therapy. The patient was connected at the time of the alarm. Nothing unusual was noted during troubleshooting for the alarm. The technical service representative (tsr) advised the hp to start over using new supplies or to finish therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.